Event description:
It was reported that the patient's implantable neurostimulator (ins) displayed an 'elective replacement indicator' (eri) message. A battery longevity calculation was performed using the patient's current settings, which showed an estimated battery life of 120 months. Impedances were measured and found to be >10000 ohms on electrode 0, however when the impedance was tested at higher settings, the impedance 1000 ohms. It was also noted that the patient had a recent fall on their head, but the implantable neurostimulator was not hit. Additional information was received from the company representative that indicated the cause of the issue had not been determined and that the ins would have to be replaced, though no surgery was scheduled. The patient was currently receiving effective therapy.

Manufacturer narrative:
Product ID 3998, lot# v578429, serial#, implanted: 2011 (B)(6), explanted: product type lead, product ID 3777-60, lot#, serial# (B)(4), implanted: 2011 (b)(6,) explanted: product type lead, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3708240, lot#, serial# (B)(4), implanted: 2011 (B)(4), explanted: product type extension. (B)(4).